Manufacturer narrative:
Date of report received: 10 jun 2019. MFR received date:13 may 2019. The manufacturer¿s international service technician confirmed the airflow accuracy test was out of the allowable range at the zero point specification. The manufacturer¿s international service technician replaced the gas delivery system (gds) to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 12aug2019. The part was returned to the manufacturer for failure investigation. It was determined that the defective component on the airflow sensor printed circuit board assembly caused the air and oxygen flow accuracy test to fail. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03may2019. (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that when the device was activated for pre-use maintenance, leak was not displayed and a low leak alarm continued to sound. There was no patient involvement. Event date not specified: estimate used.